Manufacturer narrative:
From the data provided, a general reagent issue was excluded. As no sample was available, no further investigation was possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter uses the lumipulse method and received a pth 1-84 result of 1000 pg/ml. The pth 1-84 assay is not released for distribution in the united states. The customer sent the sample to an outsourced laboratory using the elecsys pth method and the result was 700 pg/ml. Both results were reported outside of the laboratory. The customer questioned both of these results as they were different than the clinical findings. The customer does not know which result is correct. The sample was submitted for investigation. The pth result at the investigation site was 818 pg/ml which is comparable to the outsourced elecsys pth result. The e801 module used at the investigation site is (B)(4). The pth reagent lot number used at the investigation site was 398256 with an expiration date of aug-2020.